Manufacturer narrative:
(B)(4). We are still attempting to obtain the subject complaint myairvo humidifier for further investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that the audible alarm of a pt100 myairvo humidifier was not working. No patient consequence was reported.